Event description:
It has been reported that the temperature probe was not functioning properly. It was further reported that the aneurysm has ruptured, so the placement area was bloody. The temperature and oxygen continually fluctuate so the staff would unplug the temperature portion of the cc1.p1 probe from the licox to get an accurate oxygen result.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.